Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture in a testing environment as not all the components were returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling if the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the right femoral vein via 6fr sheath using the preclose technique prior to an catheter ablation procedure. Reportedly, when the plunger was removed, the knot was seen outside of the tissue track. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 11fr and the catheter ablation procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.